Event description:
Sales rep reports that the surgeon claimes, he could not fit the screwdriver blade into the screw. Revision surgery was reported in 2006.

Manufacturer narrative:
The affected device was not returned for investigation. It is likely that the customer did not take into account that the hexagon at the working part of the blade. The emergency removal blade can be placed only in a rounded screw hex with axial pressure and the screw can then be turned out. The designation indicated in the procedural guide identifies the device clearly as emergency blade for screw removal. Based on the investigation performed, the root cause of the suspected malfunction is attributed to the surgeon using the wrong removal tool for the screw.